Event description:
The customer reported that the technician opened the exam from the work list. After they took the exposure, the full size image was flat gray and there was no patient image. The thumbnail image was empty. The image that was retaken resulted in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Investigation found that the cause of this problem was related to a software issue. The computer has been replaced to eliminate the computer as a possible cause. The software was upgraded to version 1.40.3, including the patch. An rf interference site survey was also completed. (B)(4).